Manufacturer narrative:
The customer performed troubleshooting with the assistance of customer technical support (cts) over the phone. The cts requested the customer check the probe wipe. The customer found crusty debris on the probe wipe. The customer cleaned the probe wipe resolving the high plt background issues. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported that the platelet (plt) background was failing on a coulter ac&#29984;diff 2 analyzer during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.